Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant procedure, the physician was unable to deploy the lead through the introducer. After multiple gentle attempts, he could not adjust the lead and the only way he could remove the lead was to do so while still in the introducer. After removal, it was observed that one of the electrodes on the lead was out of position. A new lead was placed with no further incidents with normal impedances seen. The pt recovered without sequelae and felt the stimulation in the appropriate areas.